Event description:
During follow up, increased capture threshold, low sensing and high pacing impedance was observed on right ventricle (rv) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.